Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt's vns indicated high impedance during surgery to prophylactically replace the pt's vns generator. Troubleshooting found that a lead discontinuity was likely present. No visual anomalies could be seen in the lead during surgery. The explanted vns lead and generator have been returned and are currently undergoing analysis. Attempts for additional info are in progress. No adverse events have been reported.